Event description:
It was reported to medtronic minimed that the customer reported on a crack in the insulin pump battery compartment. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was performed bumped/dropped/cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-712wws was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with multiple cracks on the case and cracked battery compartment. The pump passed the displacement test and p-cap/reservoir does lock into place. Cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Select patient information cannot be provided due to regional privacy regulations. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.